Manufacturer narrative:
An amo field svc engineer tested and inspected the wavescan wavefront device at the customer location and made adjustments to the camera gain. All calibrations were found to be within the specification. No further info is available.

Event description:
The doctor reported experiencing a lot of pts with a visual acuity of 20/30 following laser vision correction and requested inspection of the equipment. The customer has declined to provide any further clinical info. It is not known how many pts are involved and whether the results reported are for best corrected visual acuity or uncorrected visual acuity.